Manufacturer narrative:
Spacelabs product support specialist reviewed the xhibit logs and confirmed the reported issues. The device was reset manually by biomed 2 to 3 hour later and the was issue resolved. The device continues to be used at the hospital and there have been no reoccurrences. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that on (B)(6) 2021 a loss of ECG waveform for telemetry patients occurred at the central monitor. There was no injured as a result of this event.